Event description:
It was reported by the customer, that the coller heater unit kept going into an over-temp alarm. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per the customer, technical support told them they thought the thermostat on the unit was bad. The field service rep (fsr) replaced the thirty-eight to forty-two degree thermostat in the cooler heater unit. The unit was tested to MFR specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.